Event description:
Complainant alleged that during functional testing the device failed to charge to set energy and displayed a "defib error" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.